Event description:
It was reported that the patient with the pacemaker experienced no capture in the right ventricular (rv). In addition, there were high capture thresholds measurements and it appeared that in mid-july the device stopped measuring the thresholds. A boston scientific technical services consultant recommended additional troubleshooting. The device was reprogrammed to bipolar and higher output with the safety switch off. The patient was referred to the electrophysiology clinic for next steps. No adverse patient effects were reported. This device and competitor rv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).